Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. On 09/12/2018 12:46:33 rfc_repairs (rfc_repairs) po for (B)(6). On 09/20/2018 18:03:29 (B)(6) received this device with software (B)(6). Replaced front case, rear case, handle, battery, and iui connectors. On 09/20/2018 19:09:49 (B)(6) notified cad about q9 burn on power supply board. On 09/21/2018 17:17:04 (B)(6) replaced power supply board for no power on left iui. On 09/28/2018 06:09:59 (B)(6) evaluation statement: the reported issue was confirmed. During the service technicians repair activities the component q9 was noted to be thermally damaged on the power supply board. The noted observation and failure mode of the returned pcu device is consistent with findings noted in prior investigations for this same issue. The issue has been addressed in CAPA # (B)(4). The issue has been risk assessed via dir: (B)(4). A review of the device service history from the date of manufacture, 23/sep/2011 to the present performed found no qn or prior servicing documented. The customer did not allege any patient involvement or report observing smoke, burning smell or flames. No further investigation of this issue by customer advocacy (cad) is deemed necessary and the service department may proceed with the appropriate repair. On 09/28/2018 14:47:25 (B)(6) correction the note above on 9/21/2018: replaced power supply board for no power on right side iui. On 10/02/2018 07:50:28 (B)(6) (B)(4).